Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Date of event, expiration date, and report source are unknown. No information has been provided to date.

Event description:
It was reported that the patient had experienced an alarm for high pressure with 2 different pumps and was unable to resolve with troubleshooting. As a result of this issue, the patient was hospitalized to have the central venous line evaluated.

Manufacturer narrative:
Other, other text: additional information in h1, h6 and h10. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.